Event description:
It was reported the insulin pump was not working. Customer's mother stated customer was attempting to bolus and the buttons don't work. Issues have occurred before. Customer's mother stated the buttons have been sticking about two weeks ago and was causing high blood glucose. Customer's blood glucose was 321 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.